Event description:
It was reported by rn the needle did not retract smoothly once it was safetied after an insertion. No other information was provided. Additional information received (B)(6) 2023: event noted upon attempted needle retraction. No adverse event or injury, the live needle was disposed of safely. When using an accucath, the needle should retract into its casing upon pressing the white button. Pressing the button did not do anything, needle was then removed from patient safely and discarded.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.